Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 1st apvi was performed in 75 consecutive patients with paroxysmal atrial fibrillation using contact force sensing radiofrequency catheter ablation. Among them, 1 patient developed femoral arteriovenous fistula in cf-rfa group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿ablation of paroxysmal atrial fibrillation using a 2nd generation cryoballoon catheter or contact-force sensing radiofrequency ablation catheter: a comparison of costs and long-term clinical outcomes¿ the purpose of this study was to compare the costs and long-term outcomes of apvi of cba using the 2nd-generation cryoballoon catheter and a contact force-sensing irrigated-tip ablation catheter (cf-rfa) in patients with paf. Suspect device is a 3.5-mm open irrigated-tip contact force sensing smarttouch thermocool catheter, however catalog and lot number is unknown.